Manufacturer narrative:
Results: one used and six unused samples were returned for evaluation. A visual inspection of the use sample revealed catheter peelback. A visual inspection of the unused samples revealed no irregularities. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 51970077. Conclusion: although the customer's indicated failure mode was observed on the returned used sample, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
Although it was reported that samples are available for investigation, a no sample investigation was conducted on (B)(6) 2016. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5197077. Conclusion: currently, based off of the no sample investigation, an absolute root cause for this incident cannot be determined. It is anticipated that a sample will still be returned for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a child patient suffering from an anaphylactic reaction was brought into a hospital via ambulance. Three attempts were made to establish IV access with a bd neoflon¿ IV cannula. All three attempts failed as the catheter peeled back with each insertion. The course of treatment was changed and the patient received medication via an intramuscular injection. No harm occurred to the patient.